Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that following mynxgrip vascular closure, the patient was found to have a small retroperitoneal bleed. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the mynxgrip vcd being used. The vcd was used in conjunction with an unspecified procedural sheath introducer following an endovascular procedure. The stick location was not a high stick nor low. Multiple sheath exchanges were not required. The vcd was deployed correctly and hemostasis was achieved with the vcd. The patient complained of pain during the vcd deployment, which remained post vcd deployment. No hematoma was noted; however, the patient experienced pain on palpation and during rest. The patient remained stable. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1712202 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural factors may have contributed to the reported event. Bleeding is a common procedural complication and is frequently related to stick technique, multiple sheath exchanges, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the device history record review of the mynx device, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that following mynxgrip vascular closure, the patient was found to have a small retroperitoneal bleed. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the mynx vcd being used. The vcd was used in conjunction with an unspecified procedural sheath introducer following an endovascular procedure. The stick location was not high stick nor low. Multiple sheath exchanges were not required. The vcd was deployed correctly and hemostasis was achieved with the vcd. The patient complained of pain during the vcd deployment, which remained post vcd deployment. No hematoma was noted; however, the patient experienced pain on palpation and during rest. The patient remained stable. The vcd will not be returned for analysis.